Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. Customer reports they were able to clear the alarm. Customer able to complete rewind the insulin pump. Customer states the pump was not stored or not in use for an extended period of time. Customer able to complete rewind. Customer states the insulin pump alarm occurred shortly after battery change. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart alarm or reset time or date anomaly after change battery noted during testing. (B)(4).